Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The blood glucose reading was 1.8 mmol/l. It was stated that the customer was under the influence of alcohol, and she does not have a blood glucose meter at home. It was stated that the customer changed the infusion set and reservoir at night and fall asleep right after. It was stated that the insulin pump has delivered five times 10.0 units of insulin within 10 minutes. It was stated that the customer denied delivering those boluses herself. Advised the doctor and the customer not to connect the insulin pump again, but the customer did not want to use manual daily injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.